Manufacturer narrative:
The device was not returned for evaluation. The patient's x-ray were evaluated by a medical professional who stated the cause of the nail breakage was the patient's condition of a non-union. Result code. The package insert states a possible adverse effect as follows: non-union may lead to breakage of the implant.

Event description:
A retrospective review of the file was performed on december 27, 2006. Initial assessment did not determine event details to be reportable. During review, determination was made that event meets reporting requirements. The physician reported the ptn nail failed where the lag screw inserts through the nail. The broken nail was removed from the patient. Patient outcome: no unsatisfactory condition was reported.